Event description:
It was reported that during a da vinci-assisted right hemicolectomy and sigmoid colectomy procedure, major bleeding occurred that required conversion to open surgery due to an injury to a vessel during dissection. It was stated that there were no issues reported with any of the da vinci instruments. The bleeding occurred during dissection of the inferior mesenteric artery (ima) and before clipping the ima. At that time, cadiere forceps and fenestrated bipolar forceps instruments were both used for static retraction and a monopolar curved scissors (mcs) instrument was used for dissection. The surgeon indicated that an avulsion of the ima from the aorta occurred while dissecting tissue close to the ima resulting in blood loss and a conversion to open surgery to repair the aorta with sutures. The estimated blood loss was 2500ml and the patient was transfused with 8 units of packed red blood cells, 4 units of fresh frozen plasma and 4 units of cryoprecipitate. The surgical procedure was changed from an anterior resection with anastomosis to a colon resection with colostomy. Post-operatively there was slightly prolonged drain output and a prolonged hospitalization of 16 days before the patient was discharged home.

Manufacturer narrative:
Based on the information provided, the cause of the intra-operative complication cannot be determined. The surgeon stated that the da vinci instruments were inspected prior to use and there were no issues found. Therefore, no products are expected to be returned for failure analysis evaluation. Log review of the system and instruments found no errors related to the reported event.